Event description:
Reportedly, the device prompted check cable and pacing could not be initiated. Another device of same model was 'right there' and was used to treat the pt. Pt outcome was not reported, but the reporter indicated pt outcome was not adversely affected by the report, due to use of the backup device.